Event description:
It was reported that the pressure guidewire value drifted in the artery. The device was returned in damage condition with the core wire protruding out of the radio opaque coil and the distal tip dome was partially corroded. Further information obtained that the pressure guidewire did not get stuck in lesion or to any other device. The physician did not experience any resistance or steerability of the device and no damage was observed when the pressure guidewire was removed from the patient's body. It was also reported that the tip was shaped by hand. There was no report of patient injury or adverse event. The patient was released from the hospital according to the original treatment plan.

Manufacturer narrative:
(B)(4). The device was received in damaged condition with hypotube kinked at multiple locations; stretched radiopaque coil just distal of the sensor housing. The core wire was protruding out of the radiopaque coil and the tip appeared to be shaped. The remaining core wire was carefully examined through the microscope and no part was observed missing. The soldered dome was also partially corroded. Signal test was performed; the device was not recognized; failed to zero and the "attach wire connector" message was obtained. Since the device failed to zero, the drift test was not possible. However, the reported complaint is being confirmed based on the actual case print out provided by the hospital that showed the signal drift during the procedure. The observed kink in the hypotube is likely the cause of the pressure signal failure. Excessive flexing can break or damage the internal components of the device that could result to an electrical open circuit. The device's exposure to chemicals, blood and environmental moisture during preparation and/or use could have corroded the soldered dome. The corroded tip soldered dome is not related to the reported complaint. This has no electrical functionality and does not affect signal. The tip dome is present to enhance smooth tracking and reduced resistance during the advancing of the wire. It was reported that there was no wire handling difficulties observed. A corroded tip dome could contribute to the decrease wire handling performance. In the event that a portion of the dome was left inside the coronary artery, the following possible events have taken place, vessel spasm, and vessel closure due to thrombosis, ischemia of ECG and/or myocardial infarction of the impacted vascular bed. (B)(4). It is not known when the dome was found to be corroded from the wire. The patient did not experience any of these complications or adverse events after the use of the pressure guidewire. This event is being reported as it is not possible to determine when the damaged to the core wire and corroded tip dome have occurred. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints have been reported for this failure mode within this lot. No further action is required.